Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, the device alarmed for a "service required" condition. The device was not in patient use. The device's internal battery was replaced to address the issue.